Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The memory from the returned pad device was reviewed and multiple events confirmed the device was switching itself on automatically. On inspection it was revealed that a component capacitor c161 had become partially detached from the printed circuit board affecting the on/off circuitry. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.